Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 343 mm from the terminal pin. There is nothing visually wrong with the lead that would have caused or contributed to dislodgment. Resistance testing confirmed the returned lead segment was electrically continuous. Final analysis determined the lead damage to have been the result of the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead failed to capture at a routine follow-up. An x-ray revealed the lead had dislodged. A revision procedure was performed and the lead was explanted. The patient had a persistent redness at the implant site ever since an upgrade procedure and therefore, the physician opted to explant the entire system. No adverse patient effects were reported.